Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1684225). Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a protaper gold f2 25mm ster file broke during use. The broken part remains in the tooth. MRI is to be performed and the doctors need the details of the file beforehand. Additional information received, that the MRI should be done due to the broken file. The patient was not injured. The patient should be referred to an endo specialist. No further medical treatment was needed. Also informed that the patient had changed practices and could not provide any further information.